Event description:
The customer reported that the system would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ups power supply had been replaced with aftermarket ups installed by a third party. The reported issue is currently under investigation.